Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for palpations. Upon review, it was discovered that right atrial lead exhibited noise and low impedance. Further information was requested however, was not provided.

Manufacturer narrative:
Additional information: b5, h2.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2020. The patient was stable before, during, and after the procedure.